Event description:
It was reported that while monitoring a pt in the ep lab, using the quick-combo cable, the device only displayed dashed lines and a "paddle lead off" message on the screen. There were no adverse effects to the pt resulting from this device malfunction.

Manufacturer narrative:
(B) (4). The customer was using an old physio-control extension cable at the time of the reported event. This cable was believed to be faulty and it was discarded prior to physio-control's device evaluation. Physio then evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The likely root cause of the reported failure was determined to be a faulty extension cable; however, this cannot be confirmed as the cable was not available for further evaluation.